Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) y/o male patient had a left revision of the femoral component due to loose femur. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear on the insert. The most probable root cause associated with the reported event of " loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
It was reported via legal documentation that on (B)(6) 2015 the patient underwent bilateral total knee replacements. In (B)(6) 2019, swelling of patient's left knee had increased such that aspiration to remove fluid was required, the fluid was tested, no infection was present. An (B)(6) 2020 CT scan of the left knee revealed osteolysis, femoral loosening, and a ¿large area of bone lysis within the lateral femoral condyle.¿ left knee revision surgery was recommended due to ¿failed left total knee arthroplasty secondary to aseptic femoral loosening.¿ on (B)(6) 2020, 5 years, 8 months after implant the patient underwent left knee revision surgery. Devices were returned for evaluation, noted in investigation. There is no other information available.

Manufacturer narrative:
Additional information-d9 02-feb-2021. D10. Optetrak logic ps modular tibial insert, size 5, 9mm, cat# 02-012-35-5009, sn (B)(6).